Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The brand name of the subject device is gladius, which is distributed as gladius 14 in the us. Therefore, the brand name in d1 is gladius as indicated in the package label of the subject device but not gladius 14. Accordingly, the model # in d4 is pp14r100pr as indicated in the package label of the subject device instead of that of the device distributed in the us, which is ppw14r100p. Likewise, unique identifier (UDI) # in d4 does not apply to any of the device distributed in the us. The reported gladius guide wire and the corsair armet microcatheter were returned for evaluation. The polymer jacket of the returned gladius guide wire was found peeled at approximately 110mm from the wire tip just about the proximal end of the outer coil. Roughness was felt on the polymer jacket throughout the coil segment. The strands of the returned corsair armet microcatheter were found intermittently disarranged throughout its length. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the polymer jacket of the subject gladius guide wire might have been damaged due to anatomical conditions and heavily calcified lesion conditions. As pushing and pulling manipulations of the corsair armet microcatheter and the coyote balloon dilatation catheter were applied, the guide wire could possibly come in strong contact with the metal tip of the corsair armet microcatheter. Consequently, the polymer jacket of the guide wire was peeled. Although it was concluded that this event was not attributed product quality, it was concluded that polymer fragment was likely left in situ based on the damage observed with the returned device. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: never use metallic cannula or metallic sheaths for insertion and withdrawal of the guide wire. [Otherwise, the surface of guide wire may be damaged significantly.]. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a plain old balloon angioplasty (poba) was performed for a chronic total occlusion (cto) in the segment from the superficial femoral artery (sfa) to the anterior tibial artery (ata). Attempts to cross the lesion with an asahi gladius guide wire and an asahi corsair armet microcatheter failed. The guide wire was switched to an asahi halberd guide wire, which successfully crossed the lesion. The guide wire was switched again to the gladius guide wire to be used with the corsair armet microcatheter. However, as the microcatheter would not cross the lesion, torsion was applied to the devices against a strong resistance and the lesion was successfully crossed. When a coyote balloon dilatation catheter (boston scientific) was being introduced, the catheter would not cross the lesion, and hard-pushing was applied several times. As operability of the gladius guide wire worsened, the guide wire was removed to be exchanged for an asahi crosslead tracker guide wire. When the gladius guide wire was about to be re-inserted to its dispenser tube, polymer coating of the guide wire was found coming off. The procedure was continued and completed without problem. The physician commented that the cto lesion was probably heavily calcified as the concomitant balloon catheter ruptured when crossing was attempted. It was informed that there were no patient health hazards associated with the reported case, and there were no changes with the patient condition after the procedure.